Manufacturer narrative:
The provided calibration data did not show any alarms. Upon review of the alarm trace, ion-selective electrode (ise) noise alarms and voltage level errors were observed. The field service engineer determined the sipper nozzle was loose. The nozzle was tightened. The mixing vessel and nozzles were cleaned. Ise checks were performed and passed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The na electrode lot number was agy_2024, with an expiration date of 24-jun-2025. The k electrode lot number was f47_2024, with an expiration date of 05-mar-2025. The cl electrode lot number was v79_2024, with an expiration date of 18-mar-2025. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant ise results for three patient samples tested on a cobas 8000 ise module. Results for the following tests were affected: na electrode, k electrode, and cl electrode. The customer noted they were getting ise noise alarms for other patient na results. The customer replaced the ise solutions and primed the system. The customer did not observe any bubbles. No questionable results were reported outside of the laboratory. Due to critically low na results, the samples were repeated. The repeat values were deemed correct. The first sample initially resulted in the following values: na = 97 mmol/l, k = 3.0 mmol/l, cl = 148 mmol/l. The first sample repeated with the following values: na = 134 mmol/l, k = 4.3 mmol/l, cl = 95 mmol/l. The second sample initially resulted in the following values: na = 112 mmol/l, k = 3.2 mmol/l. The second sample repeated with the following values: na = 139 mmol/l k = 4.0 mmol/l the third sample initially resulted in the following values: na = 114 mmol/l, k = 3.5 mmol/l, cl = 136 mmol/l. The third sample repeated with the following values: na = 140 mmol/l, k = 4.4 mmol/l, cl = 102 mmol/l.